Event description:
It was reported that the patient experienced a loss of therapeutic effect following strenuous activity. The patient does heavy lifting and has put strain on her lead. Three out of the four electrodes are not functioning. The patient went to the emergency room last week due to pain. X-rays were done but the emergency room staff was unsure about the device. Further information is being requested from the hcp.